Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a patient had an allergic reaction to nontemplated aligner arch. Patient had symptoms that occurred within less than 24 hours of starting aligner treatment. Patient experienced symptoms of rash, tonsil pain, chest pain and difficulty breathing. Symptoms resolved without additional medical intervention within a few hours of discontinuing aligner use. The patient did not have a previously known plastic allergy or sensitivity; however, they do have known allergies to dust and cats. The dental practice reports that they do not use latex or powdered exam gloves in their office.

Manufacturer narrative:
Investigation results photo investigation customer shows evidence of sales order (B)(4), patient ID: (B)(6), packaging bag stage 5 of 14. Other allergic reaction checklist: the customer declares in the allergic reactions list that he suffers from allergies to dust and cats. The patient was not tested for allergies to the product. DHR evaluation: we reviewed the DHR for this sales order (B)(4) / patient ID#(B)(6) / practice ID# (B)(6), qty. (B)(4) items assy-500011 (aligners), and (B)(4) items assy-500010 (templates), were packaged by the second shift by bag and box operation on may 07, 2024, manufacturing cell 1, equipment bag-2. The sales order was inspected and met with the acceptance criteria provided by qa. Incoming inspection. We reviewed the incoming inspection record for the material used to manufacture this (B)(4). Raw material: part-501017-b / lot# 08324293 / qty. Received = (B)(4) pcs, inspection date: april 08, 2024. The material was found to be acceptable for use in the manufacture of the sure smile product. Failure mode: allergic reaction. Root cause: no defect - no defect during the manufacturing process. Conclusion code: no failure found.